Event description:
A malfunction was reported on the pump, identified by the code "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.